Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, hyperlipidemia, fibroids, cancer, adenomyosis, uterine polyp and perineal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic laparoscopic assisted hysterectomy, bilateral salpingectomy with essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure catheters are noted. Both fallopian tubes are occluded by the essure catheters and showed no spillage of contrast from the distal ends of the tubes. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, hyperlipidemia, fibroids, cancer, adenomyosis, uterine polyp and perineal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic laparoscopic assisted hysterectomy, bilateral salpingectomy with essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure catheters are noted. Both fallopian tubes are occluded by the essure catheters and showed no spillage of contrast from the distal ends of the tubes.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.